Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs showed that the user identified that the pre-operative registration was not successful. While re-registering the patient, the user was unable to obtain a pre-operative merge. This is believed to be due to the centroid placement of l1, as an acceptable merge was able to be obtained on an in-house development system. The pre-operative merge can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The user opted to place the implants using traditional methods due to the inability to obtain a pre-operative merge. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand.